Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel or replace belt messages) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
The physical therapist of a (B)(6) male patient contacted zoll customer support to report that the wire going to the distribution node were exposed and frayed. The patient was issued a replacement electrode belt.